Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that two batteries from a cardiosave intra-aortic balloon pump (iabp) were required as spares for a patient transfer. The customer discovered that, in nearly all the iabp consoles, the batteries are no longer "hot-swappable." When the battery release tab is turned, the batteries remain stuck, making them difficult or even impossible to remove.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b6, b7, d10.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (health effect impact codes) h4 field (manufacture date) should be left blank. Kindly revert. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that two batteries from a cardiosave intra-aortic balloon pump (iabp) were required as spares for a patient transfer. The customer discovered that, in nearly all the iabp consoles, the batteries are no longer "hot-swappable." When the battery release tab is turned, the batteries remain stuck, making them difficult or even impossible to remove. No harm reported.